Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that an interrogation was performed for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) however, there was no event in the logbook. Another interrogation was performed and there was no event count on the programmer. Technical services provided possible causes and recommended to send in a save to disk. The device firmware shows some history of corrupted log entries. At this time, the device remains in service. No adverse patient effects were reported.